Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had a pocket revision several months ago for fit of the device.

Event description:
It was reported the patient had a pocket revision due to coupling issues. It was noted the patient was being seen post-op to reprogram their lower back coverage. It was reported good coupling could not be obtained and the antenna locate feature only showed ¿38¿ as the highest number. It was noted only two coupling bars were obtained. It was reported an x-ray showed the stimulator was heavily tilted in pocket. It was noted the patient turned stimulation off in anticipation of the pocket revision surgery. It was reported the patient was not able to adjust stimulation. It was noted the programmer showed the ¿in the box¿ icon. It was reported the pocket revision was planned for (B)(6) 2014. It was noted the patient had not attempted an antenna locate. It was reported the patient¿s stimulation was turned on and had good coverage and relief. It was reported the patient was healing well from the revision and had no complaints outside of slight tenderness. It was noted the programs were working well for chronic pain issues. It was reported the revision consisted of moving the stimulator to a more stable site. It was noted that no devices were replaced. It was reported the patient was able to recharge normally.